Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency department for chest pain. The right ventricular (rv) lead exhibited impedance changes. The lead remains in use. No further patient complications have been reported as a result of this event.